Event description:
A (B)(6) male patient's downloads revealed six battery pack fault flags. Zoll customer support contacted the patient, and issued a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack fault flags) has been confirmed. As received, the battery pack connector was damaged. The cause for the damaged connector is due to pins 5 and 6 being bent. The root cause for the bent pins cannot be positively identified, but is likely due to excessive force when inserting the batteries into the monitor. No adverse event resulted from the defective battery. The patient was issued a replacement battery.